Event description:
Reportable based on analysis completed on 05/07/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the taxus liberte sds (stent delivery system) was unable to cross the target lesion. However, analysis of the returned product discovered stent damage. The index procedure was treating a 98% stenosed lesion located in the moderately calcified, severly tortuous mid lad (left anterior descending) artery with a 2.75x20mm taxus liberte stent. Vascular access was femoral. The physician encountered significant resistance upon insertion of the device. The taxus liberte sds was unable to cross the lesion. The procedure was completed with poba (plain old balloon angioplasty). There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
The taxus liberte sds (stent delivery system) was returned for product analysis. A visual and microscopic examination found the distal and middle sections of the stent were damaged. Stent struts on row 1 from the distal edge were raised distally. The stent was also damaged in the middle section with the struts bunched on three rows. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).